Manufacturer narrative:
The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2017-01373. The pump thrombus event in september 2016 referenced in this section was reported under medwatch MFR. Report # 2916596-2017-01372. (B)(4). Approximate age of device. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2017, that the patient¿s lactate dehydrogenase (ldh) level was elevated. According to the vad coordinator, the patient had a clotting disorder and the ldh level was 3274 u/l. The patient was not eligible for another pump exchange and is living with suspected pump thrombosis. The patient was discharged to home on palliative care on an unspecified date with a higher inr goal. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported elevated ldh and suspected pump thrombosis could not be conclusively determined. The customer reported that the patient has a clotting disorder and is not a candidate for pump exchange. Bivalirudin was discontinued and the patient was discharged home on palliative care with an increased inr goal. The patient remains ongoing on vad support and no further issues have been reported. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.